Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 13 may 2015, it has been in distribution beyond its useful life at the time of the complaint. Since meter was manufactured in 2015, this meter will be unable to be set passed 2020 due to old firmware. Since the product was beyond its useful life at the time of the complaint and this is not a product nonconformance and is functioning as intended. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6) to (B)(6) based on return product download

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.